Event description:
Complainant alleged that while attempting to defibrillate a patient for cardiac arrest (age & gender unk), the device gave a "no shock advised" prompt for a rhythm clinicians believe was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, the ECG card file from the event was returned for evaluation. The rhythm presented during the interpretive period met the criteria for a non-shockable signal. We believe the device returned the appropriate determination for the analysis in question.